Manufacturer narrative:
(B)(4). Pump received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Unit tested outside the pump and received pump error 38 at rewind. Unit received with corroded electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.